Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record identified the following related repair: tech confirmed the unit's comb was bent and replaced it. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/final report will be submitted once investigation is complete.

Event description:
It was reported during case setup outside of surgery that the mesher is bent where the cutters are placed, damaged comb. There is no harm or delay reported. Due diligence is complete.